Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The hcp reported that the ins is non-functional/non-operational. Caller didn't have any further details as to what this meant. The caller was not with the patient. There were no patient complications reported as a result of this event.